Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and inappropriate shocks to the patient for supraventricular tachycardia (svt). Therapy was exhausted by the device. Technical services (ts) discussed reprogramming options. The device remains in service. No additional adverse patient effects were reported.